Event description:
It was reported that a user on the ilet system believed they performed a meal announcement at lunch, but device reports indicated no meal announcement occurred; the user was guided through the meal announcement process and informed that the correction algorithm would address an elevated blood glucose of 295 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences, and completion of troubleshooting and user education. Investigation included customer interview, review of available device reports, and user coaching on correct operation. Investigation of this case revealed use error related to a missed meal announcement without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with device operation and training.